Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag, stuck into an unknown device. The pusher wire returned stuck inside in a non-boston scientific catheter for the analysis. It was observed that the pusher wire was bent at the distal section. No damages or issues were observed. The functional test could not be performed due to only the pusher wire returned for the analysis. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that a thin coil filament snapped and remained inside patient. A 5mm x 15cm pe f-idc coil was selected for use. During the procedure, when deploying the device, it was noted that the coil unraveled, and it was then difficult to remove. Consequently, this left a thin coil filament which snapped with the remaining coil attached to the pusher. The device was removed together with the catheter. The remainder of the thin coil filament was seen in the embolized artery. No patient complications reported.

Event description:
It was reported that a thin coil filament snapped and remained inside patient. A 5mm x 15cm pe f-idc coil was selected for use. During the procedure, when deploying the device, it was noted that the coil unraveled, and it was then difficult to remove. Consequently, this left a thin coil filament which snapped with the remaining coil attached to the pusher. The device was removed together with the catheter. The remainder of the thin coil filament was seen in the embolized artery. No patient complications reported.